Event description:
It was reported that during procedure (outside the patient anatomy), when the subject guidewire was attempted to be inserted into a microcatheter, a strong resistance was encountered at the microcatheter¿s hub. It was thought that the hydrophilic coating on the tip had peeled off. The subject guidewire was replaced with a non-stryker guidewire and the procedure was completed successfully using the same microcatheter. There were no clinical consequences to the patient reported as a result of this event.

Manufacturer narrative:
D4 expiration date - added. H4 manufacturing date ¿ added. There are controls in the manufacturing process to ensure the product met specifications upon release. The subject guidewire device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. It was reported that when the subject guidewire was attempted to be inserted into a microcatheter (unknown type), strong resistance was encountered at the hub and it was thought that the hydophilic coating on the tip had peeled off. The subject guidewire was replaced with a non-stryker guidewire (chikai 300), and the procedure was completed successfully using the same microcatheter. Additional information provided by the customer indicated that the subject guidewire device was confirmed to be in good condition during preparation/prior to use on the patient and was prepared for use as per the dfu, the subject guidewire coating was sufficiently hydrated by flushing the dispenser hoop with heparanized saline solution, flush was given inside the microcatheter when the subject guidewire was inserted, the subject guidewire tip was shaped 30 degrees, the introducer was used when inserting the subject guidewire, and no peeling residues were left inside the patient. While there are a number of potential causes for the reported issue, because review of available information failed to identify a definitive cause and the device was not returned for analysis, an assignable cause of undeterminable was assigned to this complaint.

Event description:
It was reported that during procedure (outside the patient anatomy), when the subject guidewire was attempted to be inserted into a microcatheter, a strong resistance was encountered at the microcatheter¿s hub. It was thought that the hydrophilic coating on the tip had peeled off. The subject guidewire was replaced with a non-stryker guidewire and the procedure was completed successfully using the same microcatheter. There were no clinical consequences to the patient reported as a result of this event.